Manufacturer narrative:
(B)(4). Date sent: 4/16/2021. D4: batch # t5d18k. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45w reload was received for analysis and reload body was noted to be damaged. The reload was received partially fired 1/10. Upon evaluation of the reload the one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch #:unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A follow-up report will be filed as appropriate.

Event description:
It was reported that during endoscopic pulmonary wedge resection surgery, when severing lung tissue, after fired, noted some staples malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.